Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during primary recon nail surgery the targeter where nail attaches and meets carbon fiber was loose and caused drill bit to skive into nail. Had to take screw out.

Manufacturer narrative:
Evaluation summary: the DHR for the device could not be reviewed due to missing information regarding lot code. Examination of the affected device was not possible as it was not returned for investigation (not available anymore ¿ for details refer to section device identification). As to non-available products and as to missing information a statement was not possible. No discrepancies found during risk analysis review. No non-conformity was identified. Product not returned.

Event description:
It was reported that during primary recon nail surgery the targeter where nail attaches and meets carbon fiber was loose and caused drill bit to skive into nail. Had to take screw out.